Event description:
It was reported that during a tfn procedure, the helical blade would not go through the nail. The blade was hitting the nail. The surgeon tried a different helical blade, with the same result. The surgeon then used a lag screw in place of the helical blade, and it went through the nail. The lag screw and nail remained implanted and the procedure was completed.

Event description:
This is report 1 of 1 for this complaint (B)(4). Procedure was reported to be trochanteric fixation nail (tfn).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development event evaluation revealed that the returned parts were assembled with the other instruments and implants to complete the construct and evaluate the complaint condition. The 130 degree aiming arm was mounted on an insertion handle (357.411, 4522808) along with a nail (456.322, 6657286). The blade guide sleeve and helical blade inserter from the complaint were then used with a helical blade (456.306, 6639357) and it aligned well with the nail and the blade passed easily through the hole. The same was done with the 125 degree aiming arm and a 125 degree nail (456.317) from the product development set, and the construct aligned as designed and the blade passed cleanly through the hole in the nail. The complaint condition could not be replicated. All 4 parts were manufactured in september 2007 and october 2007 and are over 4 years old. It is not clear why there were 2 aiming arms with different angles returned. In order to have proper alignment so the blade will pass through the nail, the aiming arm must be used with a nail having the helical blade hole of the same angle (i.e. 130 degree arm with a 130 degree nail, 125 degree arm with a 125 degree nail, etc.). The returned parts included a 130 degree aiming arm and a 125 degree aiming arm but the complaint does not note that 2 different angle aiming arms were tried and if the nail was changed to correspond to the arm. The complaint condition could not be replicated and all parts worked as designed. Therefore this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.